Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited oversensing and a high sensing integrity counter (sic). The right atrial (ra) lead exhibited a possible fracture, high impedance, fluctuating impedance, oversensing, noise. The ipg exhibited a loss of pacing output resulting in ventricular standstill. The implantable pulse generator (ipg) system had remained implanted out of service and was replaced. No further patient complications have been reported as a result of this event.